Manufacturer narrative:
This report is filed january 22, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies as well as a performance decrement. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.